Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead impedance >1900 ohms, capture and sensing anomalies and a fracture in the subclavian area.